Manufacturer narrative:
Additional information provided: the unit's issues were found during a biomedical test in the room. There was no patient present at the time of the event. No adverse events reported.

Event description:
The unit's issues were found during a biomedical test in the room. There was no patient present at the time of the event. No adverse events reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). D4 (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holder and by the handle, the bottom case was cracked by the l bracket pole clamp and there was visible contamination. Nothing in event history log pertaining customer reported problem. During functional testing using the occlusion test, the reported issue was unable to be duplicated. The root cause was not applicable due to no fault found. No action/repair done to the reported issue as no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was not infusing. There were no reported adverse events.